Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Repair multi-device];[mms-20-3818 syringe barrel clamp replacement p2 & mms-20-1953 software recall v12.1.1]. There was no reported patient involvement.

Manufacturer narrative:
The field action was reported to FDA and the affected customers received notification of the field action. The device issue was investigated for root cause and coded in this MDR report, and any device repairs or returns are handled within the scope of the field action. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time.